Event description:
The customer alleges that the handles are not functioning properly. The blade sticks on the handle and is difficult to mount. No pt injury.

Manufacturer narrative:
The device sample was not returned by eval at the time of this report.